Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the implantable cardiac defibrillator exhibited backup vvi mode. On (B)(6) 2017 the patient presented in clinic for follow up. The device was reprogrammed. Upon interrogation, there was noted to be a display anomaly. The patient would continue to be monitored normally. No patient symptoms were reported.